Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two medications were not showing up for restock. A field service engineer (fse) responded to a reported issue where a medication listed in the call notes was not appearing on the ciisafe for loading onto the pas. The fse informed the customer that the issue would be referred to the customer support center (csc) to determine whether the problem originated from the ciisafe or pas. After confirming with the customer that the issue involved only one specific medication, the fse contacted the customer support center and provided all relevant details. Csc confirmed that the issue would be escalated to the ciisafe team for further investigation. As part of the csc escalation process, the fse ensured that all necessary system logs and configuration details were communicated clearly. Csc acknowledged receipt of the information and confirmed that the issue would be reviewed by the appropriate technical team. The fse was advised that further instructions would be provided if hands-on support was required for either the or machine or the safe. The fse also restarted the ciisafe application using the shortcut on the desktop. The customer was able to use the ciisafe successfully, and the auto restock counts were confirmed to be accurate. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es 2 medications were not showing up for restock. The customer stated that there was delay, but the malfunction occurred when the user tried to issue ketamine & midazolam medication to the patient. There were no adverse events or injuries reported based on this incident.